Event description:
The user facility reported a 40-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient was off bivalirudin for a few days during impella support and developed a thrombus at the apex of the left ventricle. The patient was placed back on anticoagulants to treat the condition. Support was maintained throughout the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the thrombus event has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.